Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair and a sling procedure on (B)(6) 2011. During the procedure, the anterior and posterior repair procedure was completed. The surgeon then dissected for the sling and when the surgeon loaded the sling onto the needle she was unable to pass the needle with sling through the retropubic space. It was stuck. The surgeon then removed the needle and the tip of the plastic sheath was torn partially off and there was metal exposed. The surgeon then placed a different type of sling and the case was completed. The surgeon opines that she was unable to pass the needle through the retropubic space due to unusual scar tissue from previous surgery.